Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for evaluation. Sorc inspected the device and confirmed the following: the adhesive of the bending section rubber was broken. There was an abnormality on the exterior of the control section and connector. The angulation was insufficient due to elongation of angle wire. The universal cord or video cable was dirty due to insufficient cleaning. The appearance of the insertion section was damaged and deformed. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the endoscope connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image was not displayed on the monitor screen and the imaging cable may be broken. There was no report of patient injury associated with the event. In addition, during the shipping inspection after repair by olympus service operation repair center (sorc), the endoscopic image disappeared when the bending section was angulated, and the scope communication error e216 was displayed on the monitor.